Event description:
The customer reported obtaining elevated initial and critical rerun tg (triglyceride) results for two (2) patients involving the unicel dxc 660i synchron access clinical system. Customer became aware of issue due to delta checks on both patient samples. The erroneous results were not reported outside the laboratory. The customer repeated the samples on another unicel dxc 660i synchron access clinical system and obtained lower triglyceride results within the normal reference range for the patient. The repeat results were reported out of the laboratory. Qc (quality control) was within the laboratory's established ranges on the date of the event.

Manufacturer narrative:
The field service engineer (fse) found multiple hardware issues that included the following: mixer wash stations blocked or partially blocked, excess spray on instrument reaction wheel cover, and a loose connection at the smart module. The field service engineer replaced both mixer wash stations and inserts, aligned mixer paddles to wash stations and cuvettes, and tightened connection at smart module. The replacement of multiple hardware components resolved the issue. The field service engineer completed performance verification tests (pvts) and verified instrument operation.